Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 smartsite needle-free connector were occluded during use. The following was reported by the initial reporter: "reduced or no flow whilst connected to the patients. Mobifusers flow before and after disconnection but have reduced or no flow whilst connected to the patients. The devices are hung as per directions ensuring that the flow restrictor is taped to the patients' skin but after a few hours (sometimes even the full 24 hours later) they have not infused at the correct rate. Although once removed from the patients they are able to get the mobifusers to drip into a sink. Due to the flow issues they are having to dispose of many devices and the nurses are required to do push doses instead."

Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot #: 20065106. H.6. Investigation: a 2000e-04 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 20065106. A review of the production records for lot 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that 2 smartsite needle-free connector were occluded during use. The following was reported by the initial reporter: "reduced or no flow whilst connected to the patients. Mobifusers flow before and after disconnection but have reduced or no flow whilst connected to the patients. The devices are hung as per directions ensuring that the flow restrictor is taped to the patients' skin but after a few hours (sometimes even the full 24 hours later) they have not infused at the correct rate. Although once removed from the patients they are able to get the mobifusers to drip into a sink. Due to the flow issues they are having to dispose of many devices and the nurses are required to do push doses instead."